Event description:
It was reported via phone call that the battery cap on the insulin pump is not tightening and does not stay on. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Device was received with broken off battery cap, cracked case at display window corners and display window and minor scratched lcd window.